Manufacturer narrative:
The device logs were sent to the resmed design house for an extensive engineering investigation. Review of the device logs found that alarms were triggered relating to the power failure and power source issues. The investigation determined that the device events were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed ref# (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that there was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a power fault and became inoperable. There was no patient injury reported as a result of this incident.